Event description:
It was reported that a patient had their device explanted years ago due to infection. Additional relevant information has not been received to-date.

Event description:
Follow-up to the company representative clarified that this report of infection was for the same patient as reported later in MFR report# 1644487-2016-01966, and this report was inadvertently duplicated. If any additional relevant information is received from the investigation it will be provided as follow-up to this report, MFR report# 1644487-2016-01812. Review of the manufacturing records revealed the devices were sterilized prior to distribution.